Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired. The jaws were closed. Staple pushers were visible at the 6 cm cut line. Functional testing found that that the I-beam was pushed proximally until the jaws opened. The proximal end of the reload was examined using microscopy. Damage to the proximal ends of the laminates was visible. It was reported that the reload could not be opened after closing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: loading section states ¿3. To load the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the reload could not be opened after closing. A t-shaped tool was used by the nurse in an attempt to manually open it but failed. The physician then slowly pulled the tissue out of the reload and tied it with suture. As a result, the surgical time was extended for about 15 minutes.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n5d1812y), sigphandle, sig power sigphandle handle (serial#: unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the reload could not be opened after closing. A t-shaped tool was used by the nurse in an attempt to manually open it but failed. The physician then slowly pulled the tissue out of the reload and tied it with suture. As a result, the surgical time was extended.